Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with back pain. The patient had back pain for several weeks prior. The CT revealed enlargement of the thoracoabdominal aorta from just below the renal arteries to just above the celiac artery. There was evidence of a contained aneurysm rupture. The patient was transferred to another hospital. A previous CT was done two weeks prior showed that region to be normal. Due to the age and co-morbidities of the patient, the physician decided on an endovascular approach for the repair. The following day the physician deployed the valiant 38x38x150 stent graft slowly, there was evidence of a prolapse of the proximal aspect, and the stent graft cover was pulled back a small amount and then rapidly deployed the remainder of the stent graft. After ballooning with a reliant balloon there was a slight evidence of a prolapse but they did not believe it to be the lumen. The thoracoabdominal aneurysm was successfully sealed off and the celiac, sma and right renal were perfused. The next day the patient coded, (chest compressions and defib x3) and lost blood pressure. The patient was brought back to the or and an angiogram showed that there was a rupture of the aorta at the proximal end of the valiant. To repair that a valiant 30x30x100 was placed above it and it sealed the proximal type I endoleak. The physician stated that the angled proximal aspect of the valiant (36x36x100) and the ballooning likely caused the rupture. The patient likely had a mycotic aneurysm. The patient is still intubated and making urine, no evidence of poor bowel perfusion and doing well. No additional clinical sequelae were reported.